Event description:
Patient received a right knee revision to treat a failed tibial tray. The tibial tray was grossly loose and debonded at the cement to implant interface and revised. The surgeon notes the tray had collapsed into varus and there was tibial osteolysis and a medial tibial bone defect. The patella was well-fixed and retained. The femoral component was well-fixed but revised to accommodate the revision construct. There was no reported product problem with the revised tibial insert. The patient received a depuy tc3 revision construct utilizing unknown cement. The procedure was completed without complications. Records indicate the cement utilized in the primary surgery was a competitor product. Doi: (B)(6) 2017, dor: (B)(6) 2021. Right knee

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.